Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision or a replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation. The patient underwent a revision procedure wherein the physician upgraded the devices and also placed the new lead higher for better coverage. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision or a replacement procedure for an unknown reason.